Manufacturer narrative:
A ge rep evaluated the system and performed a camera beam alignment. Ge rep regreased the candlestick high voltage cable connectors. System operates as intended.

Event description:
Customer reported that physicist found high contrast resolution had gone down from previous test results. No patient injury was reported.